Event description:
It was reported that one day after implantation of an intraocular lens (iol) in the right eye (od), the patient had cloudy vision and foreign body sensation in the operated eye. Per the surgeon the lens became dislocated. Two days postoperatively, a secondary procedure was performed to reposition the iol with no success. Approximately one week post original implant, the iol was removed and replaced with a different model lens. The patient subsequently experienced postoperative inflammation which was treated with steroid/antibiotics drops as expected and consistent with the standard course of multiple procedures.

Manufacturer narrative:
The device was returned and evaluated. Evaluation found the lens returned in one piece with a long, wide and deep gouge mark in center of optic likely caused by an instrument during the iol removal process. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.